Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. An engineering evaluation was performed and could not confirm a root cause for the stated failure mode. All checks were found to be within visionaire standards. The clinical/medical evaluation concluded that without the requested clinical documentation, the reported event could not be confirmed and the clinical root cause could not be definitively concluded. The assessed patient impact is the reported unplanned excess 3mm posterior medial resection and minimal posterior lateral resection. The patient outcome remains unknown, as well as if any further medical interventions were provided due to the reported events. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation/information become available in the future, and/or if significant product or engineering evaluation findings are noted, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that during tka procedure the femur rotation on the vis adpt guide kit jii was found to be too external by the surgeon, resulting in a posterior medial resection of 11mm (3mm more than planned) and a minimal posterior lateral resection. It is unknown if there was a delay. No further complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.